Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket/510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 100 mm, 135 cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 6 atmospheres. The procedure was completed using a different device. No additional information was provided.